Event description:
It was reported that a dissection occurred, resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Upon insertion of the arterial sheath, the 0.035" j-tip guidewire withdrew resulting in a dissection of the right common carotid artery (rcca). The arterial sheath was removed, and the pre-close stitch was tied down. A new prolene pre-close stitch was placed proximal to original access site to continue with the tcar procedure. An additional enroute stent was placed in the rcca to cover the area of dissection. The procedure was completed in the normal fashion, and the physician anticipated a normal recovery for the patient.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A review of the enroute transcarotid neuroprotection system device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a dissection occurred, resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Upon insertion of the arterial sheath, the 0.035" j-tip guidewire withdrew resulting in a dissection of the right common carotid artery (rcca). The arterial sheath was removed, and the pre-close stitch was tied down. A new prolene pre-close stitch was placed proximal to original access site to continue with the tcar procedure. An additional enroute stent was placed in the rcca to cover the area of dissection. The procedure was completed in the normal fashion, and the physician anticipated a normal recovery for the patient.